Manufacturer narrative:
The insulin pump was received with the operating currents within specification and passed self-test, a21 error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No excessive no delivery, a21 error, a17 or a47 alarms noted during our testing however, a47 alarm were found in the alarm history file due to corrupted history file. The insulin pump had cracked battery tube threads, minor scratched lcd window, and scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via telephone call that he was hospitalized with high blood glucose. The blood glucose reading at the time of admission was 376 mg/dl. The customer had stopped wearing the insulin pump less than 48 hours before this event. The blood glucose reading had been 589 mg/dl, so the customer removed the insulin pump and treated with manual injections and went to the emergency room. The infusion set cannula had been bent. The drive support cap appeared normal and recessed. Insulin exited with a manual prime and no leaks or air bubbles were observed. The time and date were correct and the bolus rates were programmed accurately. The bolus history displayed all entries based on the customer's recollection. The insulin pump had three alarms for a history error and one for a reset error. The alarms occurred during normal use. The customer was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions.